Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the footswitch did not deactivate rf delivery it was reported that the maestro 4000 generator did not stop energy delivery when pressing foot pedal. The procedure completed by stopping ablation on the generator console and not using foot pedal. The account tried a different foot pedal on generator and everything checked ok. No patient complications were reported.